Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that reports were not being collected by the remote monitoring network and it was suspected that there was a telemetry interference issue with the implantable pulse generator (ipg). Device remains in use. No patient complications have been reported as a result of this event.